Manufacturer narrative:
D4 unique identifier (UDI) #; corrected data: initial report inadvertently omitted information known prior to submission. H6.evaluation codes, conclusion; corrected data: initial report inadvertently omitted information known prior to submission.

Event description:
The device history record for the generator was performed and the device was confirmed hp sterilized prior to distribution.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an infection at the generator site and the doctor was considering explanting the generator. The patient was recently replaced within the same month as developing the infection. It was later reported that the patient's condition had improved with antibiotics . It was also noted that there was fluid in a deep pocket over the generator that prevented palpation of the generator through the skin but was considered a normal part of the healing process. Information was received from the tc indicating the devices were explanted and the surgeon mentioned the infection had spread to the neck. Device history record for the lead was confirmed to be hp sterilized prior to distribution in the field. No additional relevant information has been received to date.